Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown dose and concentration of baclofen via an implantable pump for intractable spasticity and stiff man's syndrome. The hcp was requesting a manufacturing representative (rep) read the pump to check for any abnormalities in the pump logs. The hcp reported the patient suffered from a fall within the last two weeks ((B)(6) 2019) and had experienced increased spasticity since the fall. The patient stated since their fall they have felt similar to how they felt prior to implant on (B)(6) 2012. The patient's spasticity had returned to baseline, post-fall. The hcp reported that the patient believed the pump was malfunctioning since the fall. Troubleshooting could not be performed due to lack of access to product. The hcp was directed to the answering service to have a manufacturing representative paged. No further complications were reported or anticipated.